Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Custoemr rerported that she received no delivery alarms following bolus deliveries. Customer's blood glucose was 160 mg/dl. She stated she ran a manual bolus of 25 units and tried again but received another no delivery alarm. On the fourth try, she was able to deliver the insulin. Troubleshooting was offered. During a 5.0 unit fixed prime, insulin did exit. It was explained that there may have been a site-related issue, possibly due to a bent cannula or a site/set occlusion. She was advised to change the entire infusion set. Nothing further reported.